Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "error reads moving mech release"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that the device has been serviced five times prior to this event. However, the device has not been previously sent into service for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "error reads moving mech release" was not confirmed or reproduced during product evaluation. Upon further review of the event history by quality engineering, failure code 804:26 was the last failure to occur prior to device evaluation. The cause was a software failure and there were no repairs required to resolve this failure code. Should additional information be received, a follow-up medwatch will be submitted.